Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) and clip delivery system (cds) were inserted and advanced into the left atrium. However, while applying + knob of the sgc, it was noted the + knob would automatically return to a neutral position. It was noted this made grasping with the clip difficult. To continue the procedure, the physician assistant had to physically hold the + knob at the desired position. The clip was able to be deployed, but after deployment, it was observed the clip had partially detached from the posterior leaflet. No additional clips were implanted, and the procedure was discontinued. Mr was reduced to a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult leaflet grasping and partial cip movement could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement and difficult leaflet grasping were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.